Manufacturer narrative:
Corrected data: in the initial MDR the incorrect manufacturing date and expiration date were entered; therefore updated the following: expiration date: 01/31/2018. Device manufacture date: 02/03/2016. Additional info: device available for evaluation? Yes. Returned to manufacturer on: 12/15/2016. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was returned at the manufacturing site for evaluation. Visual inspection could not confirm the presence of particulates within the solution. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation, no manufacturing root cause could be determined. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a dark colored fiber was noticed in the patent's eye after injection of the viscoelastic healon duet. Reportedly the surgeon used the forceps to remove the matter. The implantation of the intraocular lens was completed successfully and there were no other issues. No incision enlargement was reported. No further information was provided.